Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lota previous device history record review was conducted under (B)(4) investigation. Device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent bilateral total knee arthroplasties to address osteoarthritis. Attune products were implanted and depuy cement x 2 was utilized in both knees. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain, tibial insert wear, femoral component loosening at the cement to implant interface, and tibial tray migration and loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.